Event description:
The following was reported to hamilton medical ag: low oxygen alarm appears randomly. After 10-13 minutes of ventilation, with cell correctly calibrated, low oxygen alarm was shown, and in monitoring window readings were as attached files, 4% o2, sometimes 5% and finally 0%, but not "cell not connected". No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).